Event description:
It was reported that the pt underwent a sling procedure in 2004. Post operatively, an exposed suburethral portion of the mesh was noted. A resection of the mesh and reclosure of the mucosa was performed.